Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Event description:
It was reported that an alert/notification settings issue occurred. Product was provided for investigation. An external visual inspection was performed and passed. Receiver boot tests were performed and passed. Functional test performed and failed. An alarm/alert manual test was performed and failed. An internal visual inspection was performed and failed. The speaker and vibrator resistances were measured and passed. The performance data was reviewed finding receiver assembly error related to the complaint. The allegation was confirmed as no audio output. The probable cause was determined to be assembly error via product. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).